Event description:
The customer reported that the 9800 system had a precharge failure error during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery charger, filament drive board, and the power capacitor module were replaced during the service call. The system was tested and found to be working as intended and put back into service.